Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
During inspection of the returned loner instruments from the hospital, it was found that the tip of the screwdriver was broken. There was no report from the hospital.